Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged that he had been experiencing eye irritation with excessive watering eyes, and his throat and lungs are on fire while using the device. He also had been suffering from congestion and kung inflammation. No medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on november 09, 2022, and section h11 should be updated as, the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices, the patient has alleged that he had been experiencing eye irritation with excessive watering eyes, and his throat and lungs are on fire while using the device. He also had been suffering from congestion and lung inflammation. No medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The device has not yet been returned to the manufacturer for evaluation. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 has been updated.